Event description:
The customer reported that the system intermittently locked up and they would have to reboot to restore function. Also the images were black on the system. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep ordered and replaced the monoblock. He tested the system and it is working as intended.